Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to lead issue. The patient was then referred to physician for further evaluation. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was turned off due to lead issue. The patient was then referred to physician for further evaluation. The lead was finally explanted and replaced. No additional adverse patient effects were reported.